Event description:
I have had only a 50 percent success rate with my dexcom g7 sensors. They fail to attach, fail prematurely, and fail to give accurate readings. Most recently I experienced a low blood sugar event while in a vehicle with no immediate access to glucose when the cgm said my sugars were fine. It then later showed my blood sugar crashing so low the meter only showed "low" with no number after I dealt with the low sugar event. It constantly fails to report readings sometimes saying to wait hours for it to reconnect. Diabetics do not have hours to wait. The device fails to fulfill its function. In addition, dexcom can't help. Their support form uses such an outdated address database it doesn't recognize my home address and refuses to provide access to support without it. The devices are dangerous in that it is a medical device providing inaccurate and misleading health data that can lead to permanent damage or even death. The fact the company blocks support behind address validation is insane. I put in a random address that exists to attempt to get support but all they did was ship a replacement sensor to that address without even contacting me personally about the issues. A faulty medical device with no support has no place in society. This device is just plain dangerous. My experiences are not alone. I have found a number of online complaints of the exact same issues. Failure of sensor to start, to attach, premature device failure, inaccurate readings. Diabetics cannot afford to be misinformed about the glucose levels. No information is better than bad information. Misinformation can lead to death. At the time of writing this the device is stating my blood sugar is low, which is not accurate.